Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states that the pt had a successful MRI in (B)(6) 2024. The caller states that she has a note from an orthopedic surgeon that the ins is now 'non-functional'. The caller does not know what this means or when it occurred (event date) though the caller noted that the pt had that previous MRI in (B)(6) 2024 without incident. The caller states she spoke with the pt today and the pt reported that their controller said it was 'off-line'. Agent reviewed that there is not a message that indicates 'off-line' and that for further guidance it may be best to have the pt call pats with their external equipment present during the call.